Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortous and moderately calcified distal right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a 2.5x10mm nc emerge balloon catheter. There were no patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortous and moderately calcified distal right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a 2.5x10mm nc emerge balloon catheter. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer; returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected at the distal marker band. No marker band damage was detected. Inspection of the remainder of the device presented no other damage or irregularities.